Event description:
It was reported that during unpacking the device for an angioplasty treatment procedure, the sterile package was open. A 2.5 x 12mm nc quantum apex otw balloon catheter was being removed from the box when it was noticed that the sterile pouch was open. The device was not used. The procedure was completed with a different device.

Manufacturer narrative:
Device evaluated by MFR.: the nc quantum apex catheter was received in an opened product pouch within the product carton. The three of the four sides of the tyvek were completely compromised. The area of separation from tyvek and poly bag shows a residual of tyvek material which indicates a seal was present between the tyvek and the poly material. Though analysis of the returned product revealed that the package seal was compromised, the packaging seal was torn open and it could not be determined definitively when the packaging seal was opened. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during unpacking the device for an angioplasty treatment procedure, the sterile package was open. A 2.5 x 12mm nc quantum apex otw balloon catheter was being removed from the box when it was noticed that the sterile pouch was open. The device was not used. The procedure was completed with a different device.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).